Manufacturer narrative:
A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.

Event description:
It was reported that a patient underwent an ion endoluminal lung biopsy procedure and experienced a pneumothorax requiring a chest tube and hospitalization. Per the physician, there was no problem with any of the ion equipment. However, the physician had difficulty navigating to a right middle lobe nodule near 2 pleural surfaces and the patient subsequently experienced a pneumothorax. The patient required placement of a chest tube and was discharged home 2 days later.